Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they put a new battery but after that insulin pump would not turn on. The customer was assisted with troubleshooting. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer stated there was cracked on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Device monitored for several days and no blank display noted. Device received with normal operating current. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Device received with cracked lcd window, minor scratched lcd window, cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.